Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-01304 addresses the first alliance syringe, while manufacturer report # 3005099803-2012-01303 addresses the second alliance syringe. It was reported to boston scientific corporation on (B)(6) 2012 that two alliance syringes were used during a dilatation in the esophagus performed on (B)(6) 2012. According to the complainant, when the package was opened, it was noticed that the gauge needle was stuck at 8 atms. The complainant removed another syringe from the packaging and found the needle to be stuck at 8 atms as well. A third alliance syringe was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.